Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there was a problem unloading the device. The stapler was unable to fire. There was no reported patient injury.